Event description:
The device was used during a laparoscopic appendectomy. It was reported the surgon was firing the device across the base of the appendix when a loud cracking sound was heard. The surgeon attempted to open the device by depressing the release button, but could not open it. The surgeon then attempted several times to manually open the device, but was unsuccessful. The surgeon discovered upon opening the device the staples were malformed and the cut line was approximately 5mm. The surgeon reportedly sutured and excised the appendix to complete the procedure. The hosp is retaining the device.